Event description:
The customer reported that she activated a pod in the middle of the night and was wearing it on her arm. She stated that her blood glucose result rose to over 200 mcg/dl, and then to "high" (>500 mg/dl). She did not provide the times of the readings. She stated that once she removed the pod, the cannula looked kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. "Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by our healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod." It also warns, "if your reading is above 500 mg/dl, the pdm displays "high check for ketones! This indicates severe hyperglycemia (high blood glucose). If you get 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."